Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned for analysis. Visual examination found an external abrasion breaching the outer insulation proximal to suture sleeve tie impression. The cause of the noise was due to the external insulation abrasion which is consistent with friction to the device can.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. It was noted that the patients right ventricular lead exhibited noise episodes. Noise was reproducible with pocket manipulation. Noise was noted during both unipolar and bipolar sensing. The lead was explanted and replaced. The patient was asymptomatic prior, during, and after the procedure.